Manufacturer narrative:
Of the 2 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-31 years of age and between 178.

Manufacturer narrative:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-31 years of age and between 178 and 178 pounds. Of the reported patients, were male, 2 were female, and 0 were unknown.